Event description:
It was reported by the end user that the device "suddenly broke". Based on additional information received, the product was used from thirty minutes to two hours before the complaint issue. Four pouches from the same box were affected.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Photographs were provided to aid in the investigation. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
After further review, it was determined the initial MDR submitted to the FDA on 11/19/2014 - MFR# 9618003-2014-00098 was reported in error. Reported to the FDA on 07/31/2015.